Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k897003/ k904939.

Event description:
It was reported to olympus that a telescope had the insertion part damaged. The reported issue was found during reprocessing after use of the device. The facility finished the procedure with the same one. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to b5 and g2. The information included in b5 and g2 was inadvertently omitted from the initial medwatch report. Please see updates to b5, g2, h3, h6, and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found the insertion section was bent, the lens was damaged causing the image to show a shadow, and the insertion section had indentations on it. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the broken components was unable to be identified.olympus will continue to monitor field performance for this device.

Event description:
The field service representative confirmed that no device fragment fell into the patient. Additionally, it was confirmed that the damaged occurred after the use of a hysteroscopy and reprocessing.